Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had a device mhmc-ed2 is down and non-functional, device is lightly beeping and power button flips will not reboot device, need an fst onsite asap to assist in getting device back up and functional. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was down and non-functional, device was lightly beeping, and power button flips will not reboot device. A field service engineer observed that half height drawer 3 was not appearing on the bus and that no leds were illuminated on any of the boards. Using a multimeter, the three rear boards were tested for power and connectivity. The issue was isolated to drawer 3.2, and both the drawer board and the pyxibus board were replaced. System functionality was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had a device mhmc-ed2 is down and non-functional, device is lightly beeping and power button flips will not reboot device, need an fst onsite asap to assist in getting device back up and functional. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.